Manufacturer narrative:
Precision studies were performed. Controls were within range and patient sample comparison studies were good. The field service engineer adjusted the gear pump pressure. The lamp and cuvettes were also replaced. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received abnormal cell blank errors and discrepant patient results on the cobas 8000 c 702 module. Data was provided for ten patient samples which had discrepant test results. The samples were repeated on a second analyzer. Results from the following assays were affected: gluc3 glucose hk gen.3, phos2 phosphate (inorganic) ver.2, crpl3 c-reactive protein gen.3, ggt-2 glutamyltransferase ver.2 standardized against ifcc / szasz, mg2 magnesium gen.2, alb2 albumin gen.2, and alp2 alkaline phosphatase acc. To ifcc gen.2. The reagent lot numbers and expiration dates were requested, but not provided.